Event description:
The meter was reading inaccurately high. The patient obtained results of 147, 143, 150, and 168 mg/dl. The patient was comparing the readings to feelings, which is an invalid comparison. Patient was experiencing symptoms of shakiness, weakness, and nervousness. The patient stated that they increased their oral medications from 1/2 a pill to a whole pill. The patient contacted their physician for advice; no treatment was given. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncuture site were both done correctly. The patient performed two control solution tests, both failed. Performed another control test with a new vial of test strips and it passed. Based on the information reported, the test strips malfunctioned. There is no evidence of a serious injury. A new bottle of control solution and test strtips are being sent to the patient.